Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('on ultrasound the essure coil appears to have been imbedded in the c-section scar/ the essure coil may be embedded into the uterine scare'), fallopian tube perforation ('perforation (other) location of the perforation: perforated cornua'), bladder perforation ('bladder or urinary problems or changes- bladder perforation during second removal') and device breakage ('l coils with attempted to be removed but it broken that was unsuccessful/ essure coils being attempted to be removed and broke off during the procedure') in an adult female patient who had essure (ess205) (batch no. 12259118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation, tonsillectomy, caesarean section and libido decreased. Current weight (B)(6) lbs. (B)(6) 2018- surgical pathology report: diagnosis: spiral metal device fragments present in the lower uterine lumen and the upper endocervical canal, significant adenomyosis of both anterior and posterior lower uterine walls, bilateral atrophic ovaries and right hydro salpinx; uterus, tubes and ovaries; hysterectomy, bilateral salpingo-oophorectomy. Concurrent conditions included body mass index normal, hypertension, diabetes, gerd, migraine, high cholesterol, fibromyalgia, gardnerella test positive, ovarian cyst, pelvic pain, myalgia, right lower quadrant pain, drug allergy, menses irregular, corpus luteum cyst, internal hemorrhoids, abdominal bloating, heartburn, memory loss, urination pain, adenomyosis, hydrosalpinx and menorrhagia. Concomitant products included alprazolam, atenolol, dextropropoxyphene napsylate;paracetamol (darvocet a500), docusate sodium, topiramate and venlafaxine hydrochloride (venlafaxine hcl). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient was found to have weight increased ("weight gain,"). In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus/right essure coil removed after have migrated into uterine body"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe lower right side") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced pain ("pain/ all over body pain"). In 2018, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), vaginal odour ("vaginal odor"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety") and pain in extremity ("pain in feet"). The patient was treated with surgery (hysterectomy with bilateral salpingooophorectomy and hysterectomy with bilateral salpingooophorectomy/ lysis of adhesion,cystoscopy,cystogram). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, fallopian tube perforation, bladder perforation, device breakage, device expulsion, urinary tract infection, vaginal odour, fatigue, dysmenorrhoea, pain, anxiety and dyspareunia outcome was unknown, the weight increased and depression was resolving and the pain in extremity had resolved. The reporter considered anxiety, bladder perforation, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, pain, pain in extremity, urinary tract infection, vaginal odour and weight increased to be related to essure (ess205). The reporter commented: patient states she had 1 coil partially removed from the right to with difficulty from a prior. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: impression: no evidence of extravasation of contrast for the urinary bladder suggest urinary bladder lear. Hysterosalpingogram - in (B)(6) 004: was attempted but unable to complete procedure at cleveland clinic. Ultrasound scan vagina - on (b(6) 2010: 1. Left ovarian cyst with small amount of surrounding free fluid 2. Posterior subserosal fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:depression, urinary tract infections, anxiety, dysmenorrhea, dyspareunia, vaginal odour, weight gain. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs+mr received- lot number were added. Event injury updated to fallopian tube perforation. New events urinary tract infection, vaginal odor, bladder or urinary problems or changes- bladder perforation during second removal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migration of essure device location of device: uterus, on ultrasound the essure coil appears to have been imbedded in the c-section scar/ the essure coil may be embedded into the uterine scare, depression, anxiety, weight gain, all over body pain, pain in feet, l coils with attempted to be removed but it broken that was unsuccessful/ essure coils being attempted to be removed and broke off during the procedure were added. New reporters, patient information, medical history, lab data, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('on ultrasound the essure coil appears to have been imbedded in the c-section scar/ the essure coil may be embedded into the uterine scare'), fallopian tube perforation ('perforation (other) location of the perforation: perforated cornua/migration'), bladder perforation ('bladder or urinary problems or changes- bladder perforation during second removal') and device breakage ('l coils with attempted to be removed but it broken that was unsuccessful/ essure coils being attempted to be removed and broke off during the procedure') in a 41-year-old female patient who had essure (ess205) (batch no. 12259118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation, tonsillectomy, caesarean section and libido decreased. Concurrent conditions included body mass index normal, hypertension, diabetes, gerd, migraine, high cholesterol, fibromyalgia, gardnerella test positive, ovarian cyst, pelvic pain, myalgia, right lower quadrant pain, drug allergy, menses irregular, corpus luteum cyst, internal hemorrhoids, abdominal bloating, heartburn, memory loss, urination pain, adenomyosis, hydrosalpinx and menorrhagia. Concomitant products included alprazolam, atenolol, dextropropoxyphene napsilate;paracetamol (darvocet a500), docusate sodium, topiramate and venlafaxine hydrochloride (venlafaxine hcl). In 2004, the patient was found to have weight increased ("weight gain"). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus/right essure coil removed after have migrated into uterine body"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe lower right side") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced pain ("pain/ all over body pain"). In 2018, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required) and urinary tract infection ("urinary tract infection/post-coital uti"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal odour ("vaginal odor"), fatigue ("fatigue"), depression ("depression/psych injury"), anxiety ("anxiety"), pain in extremity ("pain in feet"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding between periods)"), constipation ("constipation"), loss of libido ("loss of libido"), vaginal haemorrhage ("occasional spotting"), dyspepsia ("heart burn") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy with bilateral salpingooopherectomy, hysterectomy with bilateral salpingooopherectomy,repeat/multiple surgeries on (B)(6) 2018 and hysterectomy with bilateral salpingooopherectomy/ lysis of adhesion,cystoscopy,cystogram). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, fallopian tube perforation, device breakage, device expulsion, fatigue, pain and anxiety outcome was unknown, the bladder perforation, weight increased, urinary tract infection, vaginal odour, dysmenorrhoea, dyspareunia, pain in extremity, pelvic pain, abdominal pain, metrorrhagia, constipation, loss of libido, vaginal haemorrhage, dyspepsia and amnesia had resolved and the depression was resolving. The reporter considered abdominal pain, amnesia, anxiety, bladder perforation, constipation, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fallopian tube perforation, fatigue, loss of libido, metrorrhagia, pain, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal odour and weight increased to be related to essure (ess205). The reporter commented: patient states she had 1coil partially removed from the right to with difficulty from a prior. Current weight 165 lbs. (B)(6) 2018 (she had undergone second essure removal surgery)-surgical pathology report: spiral metal device fragments present in the lower uterine lumen and the upper endocervical canal, significant adenomyosis of both anterior and posterior lower uterine walls, bilateral atrophic ovaries and right hydro salpinx; uterus, tubes and ovaries; hysterectomy, bilateral salpingo-oophorectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: impression: no evidence of extravasation of contrast for the urinary bladder suggest urinary bladder lear.. Hysterosalpingogram - on (B)(6) 2004: was attempted but unable to complete procedure.. Ultrasound scan vagina - on (B)(6) 2010: left ovarian cyst with small amount of surrounding free fluid. Posterior subserosal fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, urinary tract infections, anxiety, dysmenorrhea, dyspareunia, vaginal odor and weight gain". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-nov-2019: plaintiff fact sheet received. Events¿ pelvic pain, abdominal pain, metorhagia (bleeding between periods), constipation, loss of libido, occasional spotting, heart burn, and memory loss¿ were added. Events¿ dyspareunia, dysmenorrhea, uti, weight gain, vaginal odor and bladder perforation were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('on ultrasound the essure coil appears to have been imbedded in the c-section scar/ the essure coil may be embedded into the uterine scare'), fallopian tube perforation ('perforation (other) location of the perforation: perforated cornua'), bladder perforation ('bladder or urinary problems or changes- bladder perforation during second removal') and device breakage ('l coils with attempted to be removed but it broken that was unsuccessful/ essure coils being attempted to be removed and broke off during the procedure') in an adult female patient who had essure (ess205) (batch no. 12259118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation, tonsillectomy, caesarean section and libido decreased. Current weight 165 lbs. 17sep2018-surgical pathology report: diagnosis: spiral metal device fragments present in the lower uterine lumen and the upper endocervical canal, significant adenomyosis of both anterior and posterior lower uterine walls, bilateral atrophic ovaries and right hydro salpinx; uterus, tubes and ovaries; hysterectomy, bilateral salpingo-oophorectomy. Concurrent conditions included body mass index normal, hypertension, diabetes, gerd, migraine, high cholesterol, fibromyalgia, gardnerella test positive, ovarian cyst, pelvic pain, myalgia, right lower quadrant pain, drug allergy, menses irregular, corpus luteum cyst, internal hemorrhoids, abdominal bloating, heartburn, memory loss, urination pain, adenomyosis, hydrosalpinx and menorrhagia. Concomitant products included alprazolam, atenolol, dextropropoxyphene napsilate;paracetamol (darvocet a500), docusate sodium, topiramate and venlafaxine hydrochloride (venlafaxine hcl). In 2004, the patient was found to have weight increased ("weight gain,"). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus/right essure coil removed after have migrated into uterine body"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe lower right side") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced pain ("pain/ all over body pain"). In 2018, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), vaginal odour ("vaginal odor"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety") and pain in extremity ("pain in feet"). The patient was treated with surgery (hysterectomy with bilateral salpingooopherectomy and hysterectomy with bilateral salpingooopherectomy/ lysis of adhesion,cystoscopy,cystogram). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, fallopian tube perforation, bladder perforation, device breakage, device expulsion, urinary tract infection, vaginal odour, fatigue, dysmenorrhoea, pain, anxiety and dyspareunia outcome was unknown, the weight increased and depression was resolving and the pain in extremity had resolved. The reporter considered anxiety, bladder perforation, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, pain, pain in extremity, urinary tract infection, vaginal odour and weight increased to be related to essure (ess205). The reporter commented: patient states she had 1coil partially removed from the right to with difficulty from a prior. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: impression: no evidence of extravasation of contrast for the urinary bladder suggest urinary bladder lear.. Hysterosalpingogram - in (B)(6) 2004: was attempted but unable to complete procedure at cleveland clinic.. Ultrasound scan vagina - on (B)(6) 2010: 1. Left ovarian cyst with small amount of surrounding free fluid 2. Posterior subserosal fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:depression, urinary tract infections, anxiety, dysmenorrhea, dyspareunia, vaginal odour, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('on ultrasound the essure coil appears to have been imbedded in the c-section scar/ the essure coil may be embedded into the uterine scare'), fallopian tube perforation ('perforation (other) location of the perforation: perforated cornua/migration'), bladder perforation ('bladder or urinary problems or changes- bladder perforation during second removal') and device breakage ('l coils with attempted to be removed but it broken that was unsuccessful/ essure coils being attempted to be removed and broke off during the procedure') in a 41-year-old female patient who had essure (ess205) (batch no. 12259118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation, tonsillectomy, caesarean section and libido decreased. Concurrent conditions included body mass index normal, hypertension, diabetes, gerd, migraine, high cholesterol, fibromyalgia, gardnerella test positive, ovarian cyst, pelvic pain, myalgia, right lower quadrant pain, drug allergy, menses irregular, corpus luteum cyst, internal hemorrhoids, abdominal bloating, heartburn, memory loss, urination pain, adenomyosis, hydrosalpinx and menorrhagia. Concomitant products included alprazolam, atenolol, dextropropoxyphene napsilate;paracetamol (darvocet a500), docusate sodium, topiramate and venlafaxine hydrochloride (venlafaxine hcl). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus/right essure coil removed after have migrated into uterine body"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe lower right side") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced pain ("pain/ all over body pain"). In 2018, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required) and urinary tract infection ("urinary tract infection/post-coital uti"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal odour ("vaginal odor"), fatigue ("fatigue"), depression ("depression/psych injury"), anxiety ("anxiety"), pain in extremity ("pain in feet"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding between periods)"), constipation ("constipation"), loss of libido ("loss of libido"), vaginal haemorrhage ("occasional spotting"), dyspepsia ("heart burn"), amnesia ("memory loss"), back pain ("lower back pain"), dementia ("dementia") and migraine ("migraine"). The patient was treated with surgery (hysterectomy with bilateral salpingooopherectomy, hysterectomy with bilateral salpingooopherectomy,repeat/multiple surgeries on (B)(6) 2018 and hysterectomy with bilateral salpingooopherectomy/ lysis of adhesion,cystoscopy,cystogram). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, fallopian tube perforation, device breakage, device expulsion, fatigue, pain, anxiety, back pain, dementia and migraine outcome was unknown, the bladder perforation, weight increased, urinary tract infection, vaginal odour, dysmenorrhoea, dyspareunia, pain in extremity, pelvic pain, abdominal pain, metrorrhagia, constipation, loss of libido, vaginal haemorrhage, dyspepsia and amnesia had resolved and the depression was resolving. The reporter considered abdominal pain, amnesia, anxiety, back pain, bladder perforation, constipation, dementia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fallopian tube perforation, fatigue, loss of libido, metrorrhagia, migraine, pain, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal odour and weight increased to be related to essure (ess205). The reporter commented: patient states she had 1coil partially removed from the right to with difficulty from a prior. Current weight 165 lbs. (B)(6) 2018 (she had undergone second essure removal surgery)-surgical pathology report: spiral metal device fragments present in the lower uterine lumen and the upper endocervical canal, significant adenomyosis of both anterior and posterior lower uterine walls, bilateral atrophic ovaries and right hydro salpinx; uterus, tubes and ovaries; hysterectomy, bilateral salpingo-oophorectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: impression: no evidence of extravasation of contrast for the urinary bladder suggest urinary bladder lear.. Hysterosalpingogram - on (B)(6) 2004: was attempted but unable to complete procedure.. Ultrasound scan vagina - on (B)(6) 2010: left ovarian cyst with small amount of surrounding free fluid. Posterior subserosal fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, urinary tract infections, anxiety, dysmenorrhea, dyspareunia, vaginal odor and weight gain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: information received via social media: new events - lower back pain, dementia, migraine and reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.